Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific¿s technical services. The field clinical representative was experiencing difficulties updating this device. The technical service¿s consultant suggested multiple attempts or the use of another programmer. Boston scientific received additional information from the field clinical representative that the device was successfully updated with the wand directly over the device.